Event description:
There is no allegation from a health care professional that the death was related to the device. The patient expired during an apparent vt storm in the ICU. Review of the segms displayed normal sensing, detection, and appropriate hv therapies which terminated the vt events. Patient's history noted that x-rays had been taken for rib fracture after the patient had a fall accident. In the films, externalized conductors were observed. The physician indicated he did not believe the insulation damage was related to the patient's death. The system was interred with the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.